Manufacturer narrative:
Correction to d4: unique identifier (UDI) #. Additional information: d4: expiration date (remove the date and update the null value to n/a), h4, h6 (update codes), h11. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a non-dehp extension set was leaking from the filter (patient side). The leak was observed during patient infusion of etoposide. There was no report of patient injury or medical intervention associated with this event. No additional information is available.